Event description:
It was reported that: "axsos distal femur plate was removed due to non-union and infections. Doctor preceded to affixes nail and antibiotic beads."

Manufacturer narrative:
The device is not available for eval. Additional info has been requested and if received will be provided in a supplemental report.